Event description:
Consumer's spouse reports that the patient has used this product for years but developed severe ocular burning and loss of vision last week. The spouse states physician diagnosed ocular chemical burns and a 70% loss of vision. The patient is receiving antibiotic and steroid treatment with some improvement. Reporter states physician does not believe the product is the cause, however no other products have been used. Reporter states the physician believes the event were caused by a chemical splash. Reporter indicates that full visual correction may require surgical intervention. Medical confirmation has not been received. Additional informatioin has been requested.